Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2009 and mesh was implanted. Following the procedure, the patient reported they are unable to have a normal life, ability to have overnight stays have gone due to embarrassment of bowel problems. The patient reported urinating in the late night and early morning difficult. The patient fear of problems getting worse every day. The patient reported travel in car is more difficult and painful. The patient now has a heart condition. The patient reported pain, frequent urinary tract infections, abdominal and pelvic pain, obstructed defecation, fecal incontinence, flatulence, lower back pain, social isolation. The patient reported loss of intimacy with spouse, painful sex, smelly vaginal discharge continuously and stabbing vaginal pain. No additional information was available.